Event description:
It was reported that the customer received a failed battery test and a battery out of limit alarm from her insulin pump. The customer's blood glucose level was 82 mg/dl. Standard troubleshooting was performed. The customer changed the insulin pump's battery and received a failed battery test. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.